Manufacturer narrative:
Method - product event summary: (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the time of recommended replacement time (rrt) was (B)(6) 2012 when the battery voltage was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows min bat equal to 2.625 to 2.618 volts between (B)(6) 2012. There were two patient alerts for low battery voltage on (B)(6) 2012. Subsequently the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device indicated elective replacement (eri) after 2 years and 10 months and therefore replacement was too early. It was also noted that the device was initially implanted after the use by date. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.